Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call no delivery alarm. Customer's blood glucose level was 219 mg/dl. Customer received a no delivery alarm during a basal delivery and customer took the insulin pump off. Troubleshooting for the no delivery alarm during basal/bolus/fixed prime was performed. Customer was advised that the alarm was caused by an occlusion in the set and or reservoir. Customer was advised to change out their entire infusion set.